Event description:
It was reported that few days post lead implant, high impedance and increased threshold was noted on the lead. The lead was reprogrammed and left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.